Event description:
Patient had tracheostomy and had cuff inflated during procedure in operating room. The patient was transferred to an ICU post-operatively. The cuff was still inflated. The nurse caring for the patient attached the passy-muir valve to the trach while the cuff was inflated to allow the patient to speak. The patient became bradycardiac, desaturated eventually pea arrested. A code was called, and it was realized during the code the cuff was inflated and attached. The valve was removed allowing for an unobstructed airway, and patient resuscitated. The patient remains in the ICU.